Event description:
Emt's responded to a person, condition not reported. The device was connected to the pt with disposable defibrillation/ECG electrodes for monitoring. According to the reporter, the device displayed excessive artifact. No adverse affects to the pt were reported relating to the alleged malfunction.

Event description:
Paramedics responded to a cardiac arrest pt, down for approx 30 minutes, being attended to by emt's with an AED. The device was connected to the pt using the disposable defibrillation/ECG electrodes from the AED. According to the reporter, the device displayed excessive artifact and dumped the charge before transfer. The AED was reconnected to the pt and used to deliver additional shocks while drugs and CPR were administered. The pt was then transported to the hosp but was not resuscitated. The report indicated that the reported malfunction did not cause or contribute to the pt's death because of the long down time and the immediate availability and use of the AED.